Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The failure was isolated to the connector between the therapy electrodes being loose and unable to properly connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The failure was isolated to the connector between the therapy electrodes being loose and unable to properly connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.